Event description:
On (B)(6) 2014, the patient had a conversion right knee patellofemoral joint arthroplasty to a total knee arthroplasty to address painful right knee, patellofemoral joint. During the procedure, the surgeon observed large effusion. Depuy components, including depuy cement x2, were used during this procedure. On (B)(6) 2020 the patient had a right revision to address right knee failed unstable tka. The surgeon reported that the tibial tray was grossly loose, it had debonded from the cement. The surgeon observed abundant inflammatory tissue and dense scar tissue which was debrided. Depuy components, including depuy cement x2 were used during this procedure. Doi: (B)(6) 2014. Dor: (B)(6) 2020. (Right knee).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address tibial loosening at the cement to implant interface. Unknown cement was used and it was also reported that there was medial poly wear. Doi: unknown, dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.